Event description:
Consumer reported complaint for erratic and low blood glucose test results. The customer is concerned with test results from results obtained of 190 and 48mg/dl. Customer is pregnant and her expected fasting blood glucose test result range is 60-90mg/dl and expected non-fasting blood glucose test result range is 60-140mg/dl, the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced e-0 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/24/2023 and open vial date is 12/16/2021. The meter memory was reviewed for previous test result history: result 1 : 174mg/dl date: (B)(6) 2021 time: 8:51pm non-fasting, result 2 : 160mg/dl date: (B)(6) 2021 time: 8:51pm non-fasting, result 3 : 48mg/dl date: (B)(6) 2021 time: 2:18pm non-fasting, result 4 : 190mg/dl date: (B)(6) 2021 time: 2:13pm non-fasting, result 5 : 101mg/dl date: (B)(6) 2021 time: 12:14pm non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips (2vials, 1 sealed) were returned. Reported defect not reproduced on returned strips. Defect found on returned meter - e2. Root cause: rc-003 other root cause: there was not enough information to determine the root cause. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.